Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Subsequently, the pump battery depleted and the pump shut off. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.